Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is showing a red cross symbol. There was no patient involvement reported.